Manufacturer narrative:
(B)(4). Manufacturing site information updated from baxter healthcare ¿ (B)(4) to unknown baxter healthcare corporation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap came off the patient line and fluid leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.